Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching 487 mg/dl. The pod worn between 4 and 24 hours on the abdomen. Symptoms reported include, nausea, vomiting and dehydration. The patient experienced a pod hazard alarm during operation. At the hospital, the patient was placed on an intravenous therapy of fluids and anti nausea medicine as well as prescribed ondansetron (4mg) to be taken as needed. The patient was released a few hours later.

Manufacturer narrative:
The device has been returned/received and is pending investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The download data could not be obtained because the device would not connect to the master pdm. The pcb was removed from the device and connected to a power source. The pcb was still unable to be connected to the master pdm due to the corrosion. Without the download data, it cannot be confirmed whether or not a hazard alarm occurred. A tear on the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to corrosion on internal components.